Event description:
It was reported that the patient had been having stimulator and therapy issues for a little over 2 years. The patient stated that the remote would turn off the battery when she did not want it turned off. When the device was fully charged and working, the device would intermittently shut off on its own. The patients physician suggested she replace the device with a more updated model, but the patient did not have the device changed. The patient had a new physician due to insurance changes and had x-rays done. The patient planned to follow up with her physician. The patient had several medical conditions such as peripheral neuropathy, radiculopathy and arthritis and needed her stimulator to work. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).